Event description:
Reporter reports that needle separated from suture during septoplasty. Pt had moved, which caused the needle to pull from the needle holder and suture. X-rays were taken to locate and remove the needle. There are no reported adverse consequences to the pt related to this event.